Manufacturer narrative:
This product is not marketed in the USA. No 510 (k) and no PMA exists for it. However, devices made using a similar design are sold in the us. We are therefore reporting this incident. Retained samples of the concerned lot number 250218-4897 have been inspected visually, no failure could be detected. We have requested the concerned customer samples for further investigation. We are currently unsure whether a reportable event respectively a product malfunction has occurred at all. However, we will provide further information, investigation results and any conclusion in a follow up report.

Event description:
On (B)(6) 2026, we have been informed about a malfunction with a defibrillation electrode set at(B)(6) hospital in (B)(6). Gs defibrillation electrodes catalogue 05120.5 corpatch easy pre-connect (our model df53nc) have been concerned. The initial report disclosed the information that [translated from german to english language] "the electrode packing is swollen." No further details have been disclosed so far.

Manufacturer narrative:
This product is not marketed in the USA. No 510 (k) and no PMA exists for it. However, devices made using a similar design are sold in the us. We are therefore reporting this incident. Retained samples of the concerned lot number 250218-4897 have been inspected visually, no failure could be detected. Based on the german authority report form the e-mail contact adress was mentioned from the initial reporter at the user site. We have requested the concerned customer samples for further investigation and additionally information at the user site repeatedly and have received no further information from the initial reporter. We are unsure whether a reportable event respectively a product malfunction has occurred at all. However based on the provided information it was not possible to determine. Despite repeated requests no further information respectively the concerned sample was available. Therefore no root cause could be determined. We therefore consider the investigation and the report to be closed.

Event description:
On february 12th, 2026, we have been informed about a malfunction with a defibrillation electrode set at (B)(6) hospital in germany. Gs defibrillation electrodes catalogue 05120.5 corpatch easy pre-connec (our model df53nc) have been concerned. The initial report disclosed the information that [translated from german to english language] "the electrode packing is swollen." No further details have been disclosed despite repeated requests.